Manufacturer narrative:
(B)(6). The lot was manufactured october 9, 2017 ¿ october 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused the desired medication. After the prescribed infusion time of 46 hours, the nurse disconnected the folfusor from the patient and it was discovered that approximately 30ml of solution remained. The total fill volume was 92ml of 2400 mg of fluorouracil, 230 mg of irinotecan, and glucose 5%. There was no patient injury or medical intervention associated with this event. No additional information is available.